Event description:
It was reported that the patient's batteries were getting wet upon showering. The system controller was alarming for low voltage. When the patient looked in their shower bag, the patient noticed the batteries were wet with water at the bottom of the shower bag. The system controller was in the system controller holder and was not wet. The patient connected to mobile power unit (mpu) power and was instructed to use new battery clips and batteries. The old batteries and battery clips were taken out of use. No water damage to the system controller was observed and the system controller passed a self-test. Log file review did not reveal any low voltage events; however, these events may have been overwritten by new incoming data. The patient reported using the shower bag properly and no damage to the shower bag was noted. The shower bag was also exchanged. The center was unsure which batteries were involved in the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Corrected data: section d4: primary unique device identification (UDI) number corrected. Manufacturer's investigation conclusion: the reported event of low voltage alarms on the 14v li-ion battery (serial number: (B)(6)) was confirmed. The reported event of fluid ingress on the 14v li-ion battery was not able to be confirmed. Data was reviewed in the submitted log files, but no atypical alarms were noted in the data reviewed, and the system controller appeared to function as intended for the duration of the data reviewed. The 14v battery returned in unremarkable physical condition. The battery returned in a depleted state and was not accepted for charge when placed in a test universal battery charger. The battery was functionally tested with a test system controller, 14v battery clip, and mock circulatory loop and was found to be unable to support the pump. The 14v battery was opened to inspect the internal components, and no evidence of fluid ingress was found. However, it was determined that cell 1 of the battery had been damaged, preventing the battery from supporting the system and charging. Provided information indicated that the battery got wet while the patient was showering when the gogear shower bag leaked water into the battery compartment. It was reported that the battery clips and 14v li-ion batteries were exchanged, and the reported alarms resolved. The root cause of the low voltage alarms was determined to be due to a damaged cell in the 14v li-ion battery, but the root cause of this damage was unable to be conclusively determined via this investigation. Inspection data was reviewed for the 14 v battery (serial number: (B)(6)) was reviewed, revealing that the battery passed all inspection testing. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains that the heartmate 3 system components, such as the system controller, 14v batteries, and mobile power unit must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower without the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clip. Additionally, section 10 entitled ¿safety checklists¿ instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.